Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported an instant detacher was not used. Multiple attempts were made at manual detachment. Prior to coil non-detachment, no issues were encountered. The cause of the non-detachment was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil did not detach. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the cavernous sinus segment with a max diameter of 3 mm and a 1 mm neck diameter. It was noted the patient's vessel tortuosity was normal. It was reported that during an aneurysm embolization, the axium spring coil could not be detached after deployment. Manual detaching and horizontal pulling out for more than 20cm still failed to detach. Then it was withdrawn as a whole and replaced with a new spring coil, which was successfully detached. It was reported non-detachment occurred. The doctor detached it manually and pulled it back 20 cm horizontally but failed to detach it. There was no issue with the instant detacher. No patient symptoms or further complications were reported as a result of this event.